Manufacturer narrative:
This report is filed october 12, 2016. Device not yet returned to manufacturer.

Event description:
Per the clinic, the patient developed a staph infection at the implant site followed by skin flap necrosis. The patient was treated with IV, oral and topical antibiotics however this did not alleviate the problem resulting in a decision to explant the device. Subsequently, the device was explanted on (B)(6) 2016.

Manufacturer narrative:
This report is submitted january 11, 2017.